Event description:
On 08/2001, the user facility's clinical engineer informed the MFR's rep of the following: pt required jugular cutdown to remove cut device catheter or faulty device. User facility states device was sterilized after implantation and will be returned.